Event description:
Hosp informed bio-vascular, inc. That on 3/2/1998 the surgeon performed a carotid patch endarterectomy using a bio-vascular vascu-guard patch. This pt was part of a carotid patch study at the hosp. 45 minutes after completion of the procedure, the pt was found to have left sided hemiparesis. The pt was taken back to the operating room immediately because the artery was occluded. The vascu-guard patch was removed and replaced with saphenous vein. The surgeon commented that there is a possible relationship between the complication and the use of the vascu-guard patch, although not definitive. The pt did have an occlusion previously after a femoral-femoral bypass. One of the other doctors who is working on this study commented that he doubts that this incident is device related.